Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 2 near the strain relief. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Partial separations within abrasion were noted in the longer exhaust tube and the inlet tube of the pump. Testing revealed these not to be sites of leakage. Surface abrasion was noted on the shorter exhaust tube and on all strain relief of the pump. No functional abnormalities were noted with the pump, cylinder 1 or the reservoir. Based on previous quality simulations, the examination of the returned product and the reported information, quality concluded that the rough and irregular separation of the cylinder exhaust tube indicate that sufficient stress(s) may have been exerted to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 2380234.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a titan otr was explanted due to failure to inflate. The system appeared to have no fluid inside. There was one location identified that could have been the failure point - the tubing near where it exited one of the cylinders. The surgeon noted that he pulled so hard on the tubing to remove the cylinder that he may have caused the damage. All components were removed and replaced with a titan touch.